Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to chin may have developed paradoxical hyperplasia (pah/ph 3 months after treatment).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the submental on (B)(6) & (B)(6) of 2021 using the coolmini applicators, who developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Correction to previous emdr - when additional info. Was received: emdr-11720 become aware date (g3): 4/14/2022

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to chin may have developed paradoxical hyperplasia (pah/ph 3 months after treatment.